Manufacturer narrative:
(B)(4). The customer provided one video showing a defective PICC catheter. Visual analysis revealed that the proximal extension line leaked when being flushed with a syringe. The customer also returned one PICC catheter for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis revealed that the proximal extension line contained a hold around the middle of the extrusion. Microscopic examination confirmed the damage and revealed additional scratch marks around the damage. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The hole on the proximal extension line measured 17mm, from the white hub. The extension line outer diameter measured 0.0951", which is within the specification limits of 0.093"-0.097" per the proximal extension line extrusion product drawing. The extension line inner diameter measured 0.057", which is within the specification limits of 0.055"-.059" per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the proximal extension line, water was observed leaking out of the hole in the middle of the extrusion. No leaks were observed when flushing the distal extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and a potentially relevant finding was identified. Upon further analysis of the failure mode involved with the finding, it was determined that it is different than the failure mode involved with this complaint. Therefore, it has been determined that it is not relevant to this investigation. The IFU provided with the kit informs the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed a hole on the proximal extension line around the middle of the extrusion. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel , etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported a hole in the extension line. The procedure was completed, and blood backed up in the line. When flushing, saline was noted to be dripping from the PICC. The line was clamped below the drip, flushed again, and saline was flushing out of the hole. The catheter was replaced by an over wire exchange without incident. No patient harm reported. The patient's condition is reported as fine.

Event description:
Customer reported a hole in the extension line. The procedure was completed, and blood backed up in the line. When flushing, saline was noted to be dripping from the PICC. The line was clamped below the drip, flushed again, and saline was flushing out of the hole. The catheter was replaced by an over wire exchange without incident. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).